Event description:
It was reported that this electrode oversensing of slow ventricular tachycardia (vt) resulting in an inappropriate shock. Discussion of a changeout to a transvenous device system were had. It was noted that due to the patients condition and that their ejection fraction being good, the subcutaneous implantable cardioverter defibrillator (s-ICD) system would remain in service. Technical services (ts) discussed reprogramming vectors as an option however, the waveform at the vt with other vectors was unknown. The electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient received an additional inappropriate shock due to a wide qrs complex and t wave oversensing after slow vt stopped. Reprogramming was performed and the electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.